Manufacturer narrative:
Corrected data: b5, b6, b7, d10, g2, h6 (clinical and impact code) updated data: a2, b4, e1 (initial reporter and phone #), e2, e3, g3, g6, h2, h10, h11 due to character restrictions in block e1 telephone number :(B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had automatic inflation failure and could not be used normally. The patient was removed from the machine and transferred to another hospital for treatment. No casualties were caused, and there was no backup machine. There was no patient injuries reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h4, h6, h10. A getinge field service engineer was able to reproduce the issue but the customer did not request service on this iabp unit. If more information is received this complaint will be reopened and updated.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had automatic inflation failure and could not be used normally. The patient was removed from the machine and transferred to another hospital for treatment. No casualties were caused, and there was no backup machine .